Event description:
It was reported that the health care professional (hcp) placed a call into technical services (ts) to review and troubleshoot the patients electrogram (egm). Upon review, it was found that the device feature rythmiq not be optimal for this patient. In addition, there were some observed atrial paced beats causing ventricular beats to fall into blanking period. It was also found that the right atrial (ra) lead exhibited a greater than two second pause on the atrial channel. This did not result in pacing inhibition or asystole on the right ventricular (rv) channel. Technical services (ts) provided troubleshooting and programming options. Device optimization is recommended for this patient. The patient is to be seen in-clinic for further follow up. The ra lead remains in service. No adverse patient effects were reported.